Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05481 and 2134265-2018-05215. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During preparation, the opticross¿ imaging catheter was checked and was able to produced and image but it was unable to performed automatic pullback. The motor drive unit 5 plus (mdu 5+) and the pullback sled were reconnected and at the same time the opticross¿ imaging catheter was also reconnected. The physician noticed lost image occurred. They reconnected it again but the opticross¿ imaging catheter unable to provide an image. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient¿s status was no injury.